Event description:
It was reported that the 9400 system will not boot up (precharge error). There was no report of patient injury.

Manufacturer narrative:
Service call cancelled. System is at its end of life and no longer supported.